Event description:
On (B)(6)2010, the pt was implanted with an scs system. During the implant, the doctor implanted the lead too deep and caused a wet tap. He continued to try to implant the lead in the dura. He switched stylets to the straight stylet and could not steer it correctly. He switched back to the curved stylet and could not insert is fully. He then removed the lead and noticed there was blood in the lead around where the stylet was getting stuck. Two new leads were implanted with an ipg and stimulation was captured post-op. The doctor performed a blood patch to stop the wet tap.

Manufacturer narrative:
Eval method: a visual inspection and functional testing were completed. The device history and sterilization records were also reviewed. Results: the lead was returned with a straight stylet and the stylet had abnormal bends. The visual inspection revealed dry blood in the lead segment approx 8cm from the stimulation end. There was blockage to the stylet approx 8cm from the stimulation end, preventing the returned stylet from fully inserting. The lead also has compression damages on the lead segment 14, 20, 23.5, 38.5 and 46.5cm from the stimulation end. The lead passed continuity testing, all resistances measured less than 4 ohms, and stress testing didn't reveal any failures. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: complaint about "stylet insertion problem" was confirmed; as rec'd the lead had dry blood in the leg segment approx 8cm from the stimulation end, preventing the returned stylet from being fully inserted. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.